Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced flashing medtronic logo on pump screen. It was also reported that the customer experienced unknown pump error. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and revert to backup plan as per the health care professional instructions and serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. However, the pump had a high sleep current measurement. The pump was monitored and no e/a alarm, unexpected pump reset, blank display and flashing medtronic logo noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: 02/12/2024 12:33:00.000 replace battery now alarm was recorded and found in the formatted history file on: 02/15/2024 18:25:25.000, 02/15/2024 18:38:25.000, 02/15/2024 18:42:19.000, 02/15/2024 18:42:27.000. Insert battery alarm was recorded and found in the formatted history file on: 02/12/2024 12:59:06.000, 02/12/2024 12:59:16.000, 02/12/2024 12:59:20.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 02/12/2024 12:59:15.000, 02/12/2024 12:59:18.000. Pump error 29 alarm was recorded and found in the formatted history file on: 02/15/2024 18:25:24.000, 02/15/2024 18:25:55.000, 02/15/2024 18:37:44.000. Pump error 68 alarm was recorded and found in the formatted history file on: 02/15/2024 18:37:54.000, 02/15/2024 18:42:04.000, 02/15/2024 18:42:26.000. Pump error 49 alarm was recorded and found in the formatted history file on: 02/15/2024 18:37:54.000, 02/15/2024 18:38:14.000, 02/15/2024 18:42:04.000, 02/15/2024 18:42:19.000, 02/15/2024 18:42:26.000, 02/15/2024 18:42:41.000. Pump error 23 alarm was recorded and found in the formatted history file on: 02/15/2024 18:38:25.000, 02/15/2024 18:42:52.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 2024-02-12 18:28:59. There was no power data available for the date of 12-feb-2024 at 12:33:00.000, 02/12/2024 12:59:15.000 and 02/12/2024 12:59:18.000. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. Replace battery now alarm was unexpected since the customer is using a good battery. Pump error 29 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed suspected on hw. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. Replace battery now alarm and an intermittent high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 15-feb-2024 in the formatted history file.  Pump error 37 alarm was recorded and found in the formatted history file on: 02/15/2024 18:33:00.000. Pump error 37 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the battery compartment. Blank display and flashing medtronic logo were not confirmed. However. E/a alarm, unexpected pump reset, pump error 29 alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm, replace battery now alarm and an intermittent high sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Also, pump error 37 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. During visual inspection, corrosion was also found on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.